Event description:
Physician's note of 2/6/91 states pt started having pains in her left breast. Attorney alleges by may, 1991 she had developed recurrent capsule formation in the left breast and because of the past problems she had experienced and because of the impact of adverse publicity, plaintiff elected to have both silicone implants removed and replaced with a non-silicone variety. When the physician proceeded to remove the right implant, he discovered that it was covered in a sticky, viscous silicone which had bled through the envelope.